Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture, capsular contracture baker grade ii, tension and pain in the breasts". Also reported "muscle weakness/ pain, headaches, gastrointestinal problems, skin changes, lack of motivation, difficulty concentrating, hair loss, raynaud's syndrome, a developed autoimmune disease was confirmed, suspicion of breast implant illness¿ which are deemed not device related. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, b6, h6.

Event description:
Patient reported left side rupture, capsular contracture baker grade ii, tension and pain in the breasts. It was noted "muscle weakness/ pain, headaches, gastrointestinal problems, skin changes, lack of motivation, difficulty concentrating, hair loss, raynaud's syndrome, a developed autoimmune disease was confirmed, suspicion of breast implant illness¿ which are deemed not device related. Treatment was noted as immunology and device was explanted.